Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During a trial for revision attune, the insert loosens from the trial tibial base and this does not allow to do our trials properly. The choice of pe is then made more or less randomly because we only have a real test with the final prosthesis on which the change of pe is more difficult to perform.